Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The 80% stenosed lesion being treated was located in the mid saphenous vein graft (svg) to the posterior descending artery (pda). A 3.50x12mm liberte stent was implanted. The stent was post dilated with a 4.0x8mm quantum maverick balloon, dilated to 18atm, reducing the stenosis to 0%. Four months post the initial procedure, the pt presented with recurrent chest pain. In-stent restenosis was identified in the distal portion of the mid svg to pda. Filter wire was placed and a 3.50x12mm promus stent was deployed, reducing the stenosis from 90% to 0%. The physician post dilated with a 4.0x8 quantum maverick balloon, inflated to 18atm. Medication given included: angiomax.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.